Manufacturer narrative:
At the time of this report it was confirmed that the device was returned for investigation which is still on-going. A follow up MDR with the results of the investigation and the DHR review will be submitted.

Event description:
It was reported that during an acessa procedure on (B)(6) 2026, the physician treated 5 fibroids. Upon treating the 5th of the fibroids , a burn to the abdominal wall was noticed. Patient was sent home after the procedure. Physician believed that the ultrasound probe may be the issue as the problem occured at the location. On a follow up with the physician she reported that there were no additional procedures or interventions done to the patient and the patient didn´t require admission. The area of the thermal spread was against the anterior wall and away from the bladder. Physician believed that the patient will not experience any long-term symptoms from this. The injury was reported as a circular shape and has been within the trajectory of the ultrasound probe as she was inserting the acessa handpiece from the patient left towards the right and that is where she observed the mark. No other information available.